Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: unknown, patient: 2, inratio: 0.5, lab: 8.9. Time between testing: unknown. Customer couldn't remember which patient this was or when they were tested; no patient information provided.